Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, when the handle was released, the blade kept spinning. The surgeon had to click the handle two or three times to stop the device. This occurred a couple of times during the procedure. The physician was able to finish the procedure without incident by clicking the handle. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.